Event description:
It was reported that after an interventional peripheral procedure, arteriotomy closure of a heavily calcified right common femoral artery was attempted using a perclose proglide device. Reportedly, after removing the needle plunger, the foot could not be retracted/parked. The lever was cycled open and closed, which freed the device. When the device was removed, arterial tissue was observed on the foot plate. The artery was surgically repaired and sutured to achieve hemostasis. A significant clinical delay in achieving hemostasis was reported. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was retained by the customer and was not returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Heavy calcification was reportedly present at the common femoral artery access site. The perclose proglide device instructions for use state under the special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.